Event description:
It was reported via trial that approx 3 yrs post xience v stent implantation in the distal circumflex, the pt experienced angina. The pt was hospitalized and a new non-abbott stent was placed in the second obtuse marginal. There was no adverse pt sequela reported. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A f/u report will be submitted with all add'l relevant info.